Event description:
The service repair technician reported that during routine testing of the device at the service center, the saw blade protector was found to be bent. It is unknown at this time how or when the blade protector was bent.

Manufacturer narrative:
The service repair technician replaced the saw blade protector. The unit functions to manufacturer's specifications and will be returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.